Event description:
A malfunction alarm with the code malf 12 was reported, and the issue did not result in the customer¿s blood glucose levels being affected. There was no notable event before the malfunction, and though the customer initially did not reset the pump, technical support provided assistance in doing so. The issue was resolved as the malfunction did not recur, allowing the customer to continue using the pump, with instructions to contact support if the issue reappears.